Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure a versacross access solution was selected for use. The physician reported that a cardiac tamponade occurred when radio frequency (rf) energy was delivered at 2 seconds (unknown if used in pulse or constant mode) with the versacross rf wire. No additional information was provided. The procedure and patient outcome is unknown.